Event description:
It was reported that a procedure was attempted for a second time, three days after the first procedure was aborted. However, during the second attempt the console had the same error message, and the procedure was aborted once again. The console had been serviced and the head of the optic was changed, however the console still could not be used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.